Event description:
A 54 yr old white g1p1 female status post bilateral subglandular inframammary surgitek gels for augmentation on 01/13/84. She had some early encapsulation treated w/closed capsulotomy that yr. She denies any history of trauma but notes decreased over yrs. Mammogram shows lt focal bulge. Pt has some local discomfort, arthralgias, morning stiffness, myalgias, paresthesis, spasms, swelling, fatigue, headache, chills, lt temporomandibolar joint disease, visual changes, memory loss, sicca, hair loss, sensitivity sun/cold/, chemicals, raynaud's, rashes, choking sensation, thyroid problems, weight gain, & gastrointestinal disturbances. The pt is otherwise healthy.